Manufacturer narrative:
Customer name and address= phone: (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact during an unknown procedure, a performer introducer leaked at the side port. The leak was observed as the nurse flushed the device with saline during preparation of the introducer. The device did not make patient contact. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.

Manufacturer narrative:
. Description of event: as reported, prior to patient contact during an unknown procedure, a performer introducer leaked at the side port. The leak was observed as the nurse flushed the device with saline during preparation of the introducer. The device did not make patient contact. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, quality control data, and specifications. One prepped performer introducer (rcfw-18.0p-38-85-rb) was received. The device was leak tested and leakage confirmed where the side arm tubing enters the check flo body. There was a small hole where the side arm enters the check flo body. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Base on the investigation results there is no evidence to suggest that the device was not manufactured to specification. It was most likely that the device was inadvertently damaged during either shipping or storage. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.